Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to low impedance, continually decreasing. According to the physician, the insulation was worn and the leads ended in rough shape after the extration, therefore will not be returned for analysis. The pacemaker was explanted due to normal battery depletion and a new system was implanted at the same surgery. No additional adverse patient effects were reported.